Manufacturer narrative:
Alleged failure: infection around the implant. Probable root cause: design. Wrong raw material or manufacturing agent selected. In-process cleaning not effective at removing manufacturing residuals. Not enough strict controls placed on raw material source and purity process. Contamination during process. In-process cleaning not performed to spec application. Contamination of devices. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported a revision surgery was performed to remove anchor dues to infection. The surgeon was not able to confirm origin or cause of infection.

Manufacturer narrative:
(B)(4). Alleged failure: infection around the implant. Probable root cause: design: -wrong raw material or manufacturing agent selected; -in-process cleaning not effective at removing manufacturing residuals; -not enough strict controls placed on raw material source and purity process; -contamination during process; -in-process cleaning not performed to spec application; -contamination of devices. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported a revision surgery was performed to remove anchor dues to infection. The surgeon was not able to confirm origin or cause of infection.